Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No 510(k) provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. The reported issue of unable to load disc, and lights did not illuminate--could not replicated. Testing revealed that after replacing the drive, the passed all functional testing and physical inspection. The system then passed the system checkout and was found to be fully functional. Manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure, with no patient present. It was reported that the system was unable to import data from a disc. The site had forced the tray open previously. Site noted the light for the cd tray was not illuminated. There was no patient present when this issue was observed.